Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and abdominal distension ("bloating"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, menorrhagia, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Injury nos replaced with new event pelvic pain. New event dyspareunia, menorrhagia, fatigue, bloating, essure confirmation test(s) conducted, specify: no were added. Reporter information, patient demographics was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.